Event description:
I was told mesh would improve incontinence. Complained after surgery things hadn't improved. I was told I could have more surgery. Hyper-sensitivity, bladder doesn't empty, frequent utis and upon standing bladder dumps urine. It has been over 10 years of this.